Manufacturer narrative:
The implanting clinician did not prescribe antibiotics. The patient prefers not to visit any doctor during the covid-19 pandemic. The stimwave clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. Travelers and sterility reports for swo191103 were reviewed and confirmed to be absent of nonconformances. No trend of infection is evident for the product lot. The infection could not be confirmed, as the patient could not be seen by a clinician or stimwave representative, and there is no evidence that product did not meet specification. The stimulator is used for treatment of pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient reported implant incision not healing and possible infection (blood/pus reported present).